Event description:
Customer alleged blood glucose results of 90 mg/dl and 207 mg/dl when testing was performed back-to-back on the aviva system. Customer reported having no symptoms and took insulin based on the 90 mg/dl result. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.